Event description:
It was reported that the right atrial (ra) lead dislodged five times during the implant procedure. The lead was removed and replaced. The lead appeared to have cardiac tissue on the helix. A new lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead had an out of specification analysis result for extension/retraction due to blood, and the helix was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.